Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. In (B)(6) 2005, the patient began treatment with dianeal pd4 ultrabag and extraneal viaflex (dose, frequency and lot numbers not reported) intraperitoneally for continuous ambulatory peritoneal dialysis (capd). In 2010, the patient was diagnosed with bacterial peritonitis . It was not reported if remedial therapy was prescribed. The root cause of the bacterial peritonitis was unknown. On an unreported date, the patient recovered from the peritonitis. It was not reported whether dianeal pd4 ultrabag and extraneal viaflex therapies continued. The patient's concomitant medication was not reported. The nurse believed the event of bacterial peritonitis was not related to dianeal pd4 ultrabag and extraneal viaflex therapies.